Manufacturer narrative:
Device evaluation: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: rupture: observed multiple openings and broken device through microscopic inspection assessed as surgical damage and broken device assessed as unidentified (tear) opening. No further actions are required as it is not related to the manufacturing process. None of the other observations performed during the device analysis creases and non-penetrating nick are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Healthcare professional reported "rupture", "axillary lymph node" and "suspected capsular contracture". This record is for the right side. The device was explanted.

Manufacturer narrative:
Continued: e.1. Zip code: (B)(6). Phone number: (B)(6) fax number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "rupture", "axillary lymph node" and "suspected capsular contracture". This record is for the right side. The device was explanted.